Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was moisture in the battery compartment and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box showed pump reboots had occurred. A visual inspection of the pump revealed that the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The battery cap contact height and width dimensions were found to be within specification. There was corrosion observed in the battery compartment. A leak test was performed and revealed leaks at the battery compartment. The pump powered on and the pump was exercised for 24 hours with no power loss occurring. The pump cover was opened and moisture damage was observed on the printed circuit board. The allegation of intermittent power was shown in the pump history, but was not duplicated during investigation; however, moisture ingress was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.